Manufacturer narrative:
The patient was treated by the radiesse injecting physician with warm compresses and nitrol paste. During a follow-up with the assisting nurse, she reported that the patient's symptoms has completely resolved without scarring. The device history records for radiesse lot 1019864 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for this lot.

Event description:
Patient injected with radiesse dermal filler in the naso labial folds and pre-jowl sulcus. The patient had intense pain to the left nasal ala. Some blanching and vasodilation were noticed by the physician. The physician had initiated nitrol paste and plans to continue for the next 2 days. The patient had shown initial response to the nitrol; left ala diagnosis was confirmed as necrosis.